Event description:
Reporter alleged blood glucose was 80 at 7:30 am and ate breakfast where then measured a 200 mg/dl so customer took 7 units of insulin. It was reported at 10 am the meter read 400 mg/dl so took another 14 units of insulin and went to dialysis appointment at 12:30 without having lunch. Reporter stated not being able to finish the appointment due to being in the emergency room (ER) where they tried to give a glucagon shot. A request was made for the return of the suspect device and replacement product was sent.